Event description:
The 17" extension set was placed on a PICC line on 9/19/00 (during PICC insertion). Pt taught to clamp line after "sash" method 3x/day. During clamping, the side clamp cut through the microbore tubing causing air exposure and blood backing up in PICC and extension. The nurse could not get to home in time to change the extension and flush blood back through catheter (PICC). PICC clotted and had to be removed.